Event description:
It was reported that the right ventricular (rv) lead exhibited high capture threshold, low, in range pacing and defibrillation impedance. No intervention was performed. There were no patient consequences.